Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis machine was turned off and flipping switch did not power it back on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis machine was turned off and flipping switch did not power it back on. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was dead and had no power. A field service engineer (fse) performed troubleshooting, which led to the replacement of the controller printed circuit board (pcb) and interface pcb to resolve the issue. The customer tested the device and confirmed it was functioning correctly. A functional test was performed, and diagnostics were run. The system functioned as intended after the field service engineer repaired the device.